Event description:
The intra aortic balloon would not inflate fully. The intra aortic balloon was removed and another was inserted. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. Event complications: unk - reported 5/28/98. Pt's current status: unk - reported 5/28/98.